Event description:
It was reported that during devcie replacement, externalized conductors were observed via diagnostic imaging. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.